Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system has delivered inappropriate shocks due to non-physiologic artifact oversensing. The patient was hospitalized, and therapy has been deactivated. Provocative maneuvers reproduced the artifacts on secondary and alternate vector, likely indicating a lead integrity issue. Primary vector showed no artifacts and x-rays did not reveal any issues with the s-ICD system. Technical services recommended electrode replacement. Subsequently, both the s-ICD and electrode were explanted and replaced. This implantable electrode is expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.